Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced. Postoperatively, stimulation was resumed. The issue is resolved.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient's been without stimulation for the past 3-4 months and he last recharged the system around the same time (date of event is unknown). As a result, the ipg will no longer communicate with any external devices, in addition the patient programmer displays an error message. Surgical itnervention may be undertaken as the next course of action.